Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was to report that since the patient received the implant about a couple of months ago ((B)(6) 2025) they hadn't noticed any improvement in symptom control. The patient said that when they felt like they needed to go to the bathroom, they couldn't get there in time, had no control and was wearing diapers a lot. The patient said they had tried some of the programs which helped for a while and then all of a sudden patient said they had to go every 25 minutes or 20 minutes and the urgency is so fast that they didn't even make it to the restroom in time. The patient said that on some of the programs they had noticed improvement of nighttime frequency from 3-4 down to 1-2 times. The patient asked for programming guidance. Reviewed therapy information and general programming guidance. The patient said that they knew how to make adjustments and how to switch programs. The patient agreed to try the programs that they had not tried yet. The patient to keep track of adjustments and results. Redirected the patient to contact their healthcare provider office to schedule reprogramming session if they didn't notice any improvement on the remaining programs. The patient mentioned medical history. This included that in the past the patient had used catheters and has had utis. The patient also said that during the trial, patient didn't notice anything different compared to now. Email was sent to field staff notifying them that device not yet registered.